Event description:
It was reported that the during the device change out, the physician noticed that there was some discoloration on the right ventricular and right atrial leads. The atrial lead also appeared to have exposed conductor wire. The physician chose to repair the atrial lead with a splice kit. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.